Manufacturer narrative:
B3: unknown date in 2022. D6a: unknown date in 2021 or 2022. D6b: unknown date in 2022. D10: alteon cup, cluster-hole 54mm. Alteon neutral liner. Biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via a hip clinical study, approximately 2 years ago a patient underwent a left total hip replacement surgery. Subsequently, 6 weeks post op, the patient underwent a left hip revision for subsidence of the femoral stem. The size 7 femoral stem was noted to be unstable and replaced with a size 8 femoral stem. It was reported there were no further issues after the revision procedure. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, g4, h6, h11. MDR section codes updated/corrected: a, b, e. The reason for the revision cannot be confirmed from the information provided but may be the result of the reported femoral stem subsidence. The reported femoral stem subsidence and potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.